Manufacturer narrative:
Review of those revision operative notes does not indicate anything out of the ordinary. No devices or photos were received; therefore the condition of the components is unknown. The lot numbers of the product are unknown; therefore the device history records could not be reviewed. These products were used for treatment. The complaint history for these products could not be reviewed due to the lack of lot numbers. The part numbers have been confirmed to be an approved and compatible combination. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain and limited range of motion. The patient has recently been cleared for a revision surgery.

Manufacturer narrative:
History record review of lots 62895907 and 62845062 indicates the devices were manufactured to specifications. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
The glenosphere exhibits minor scuffs and scratches. The tm portion of the baseplate contains bio-tissue. Severe damage is seen on the taper. Product identifiers of both devices are conforming to print specifications. Initial product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Concomitant medical products: catalog #00434901500, zimmer tm reverse shoulder baseplate, lot #62845062. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.